Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department after receiving twelve inappropriate shocks due to triple counting. An automatic setup was performed, and all vectors were negative due to change in morphology. Additionally, an electrocardiogram (ECG) showed a right bundle branch block. Since the patient no longer wanted a defibrillator, the device was explanted. No other adverse patient effects were reported. Product return is expected.